Event description:
Pt reported that back to back tests performed on their surestep meter were 113 and 157 mg/dl (33% difference). Pt stated that they felt "light-headed" at the time the comparison was done. The meter is not cleaned according to MFR's product recommendations. Control solution test result (147) was in range. There was no allegation of harm.